Event description:
The patient was revised due to disassociation. The patella polyethylene became disassociated from the metal back. It was replaced with the new poly replacement. All other components were in excellent condition.